Event description:
It was reported that at a follow-up appointment, an episode of over-sensing with inappropriate anti-tachycardia pacing (atp) was observed. Provocative maneuvers were performed, which was unable to reproduce any artifacts. The physician reprogrammed the device pending a boston scientific technical services (ts) data review. Ts confirmed that the atp was delivered due to t-wave over-sensing and a morphological variation. Ts strongly recommended assessing the right ventricular (rv) lead placement. A few days later, the rv lead exhibited an out-of-range spike in the shock impedance value to 163 ohms, and the pacing impedance had increased to 684 ohms, and there was excessive rv lead noise. Suspecting a potential lead fracture, the patient was hospitalized with shock therapies disabled and the device reprogrammed. Diagnostic imaging was performed, which confirmed that the lead had dislodged and was positioned halfway across the tricuspid valve. Due to the valve motion, a 90-degree angled bend was observed on the lead body. The physician is currently considering whether to surgically cap or extract the lead, but this procedure has not yet occurred. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d6a (implant date), and h6 (impact codes and device codes).

Manufacturer narrative:
This report is being sent to provide new information in sections b5 (event description), d6a (implant date), and h6 (impact codes and device codes). This report is being sent to provide new information in sections b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes).

Event description:
It was reported that at a follow-up appointment, an episode of over-sensing with inappropriate anti-tachycardia pacing (atp) was observed. Provocative maneuvers were performed, which was unable to reproduce any artifacts. The physician reprogrammed the device pending a boston scientific technical services (ts) data review. Ts confirmed that the atp was delivered due to t-wave over-sensing and a morphological variation. Ts strongly recommended assessing the right ventricular (rv) lead placement. A few days later, the rv lead exhibited an out-of-range spike in the shock impedance value to 163 ohms, and the pacing impedance had increased to 684 ohms, and there was excessive rv lead noise. Suspecting a potential lead fracture, the patient was hospitalized with shock therapies disabled and the device reprogrammed. Diagnostic imaging was performed, which confirmed that the lead had dislodged and was positioned halfway across the tricuspid valve. Due to the valve motion, a 90-degree angled bend was observed on the lead body. The physician subsequently explanted and replaced the lead to resolve the event. During the procedure, it was observed that the rv lead broke during the extraction procedure and was then discarded, so it will not be returned for evaluation. The physician also explanted and replaced the device during the procedure for normal battery depletion. No additional adverse patient effects were reported.

Event description:
It was reported that at a follow-up appointment, an episode of over-sensing with inappropriate anti-tachycardia pacing (atp) was observed. Provocative maneuvers were performed, which was unable to reproduce any artifacts. The physician reprogrammed the device pending a boston scientific technical services (ts) data review. Ts confirmed that the atp was delivered due to t-wave over-sensing and a morphological variation. Ts strongly recommended assessing the right ventricular (rv) lead placement. A few days later, the rv lead exhibited an out-of-range spike in the shock impedance value to 163 ohms, and the pacing impedance had increased to 684 ohms, and there was excessive rv lead noise. Suspecting a potential lead fracture, the patient was hospitalized with shock therapies disabled pending surgical intervention. At this time, this rv lead remains implanted and in-service. No additional adverse patient effects were reported.